Event description:
It was reported that patient underwent an initial knee arthroplasty. During the procedure, the tibial articular surface fractured. Patient did not retain any pieces, and surgery was not delayed.

Manufacturer narrative:
The device was not returned; therefore the condition of the component is unknown. This device had an approximate field life of 2 years 4 months. It is unknown how many times the device was used in the field. The receiving inspection reports were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The likely condition of the part when it left zimmer biomet control is considered conforming based on the review of the manufacturing records. This device is used for treatment. This particular device is listed in the aggregate tasp scope list associated with a previous investigation. This device was manufactured before the design modification and was part of the re-design scope. Therefore, the root cause can be said to be a previously addressed design issue. This complaint could not be confirmed because the broken device was not returned for evaluation.